Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding"), device dislocation ("imaging confirmed right essure coil had migrated into plaintiff's pelvis") and haemorrhagic anaemia ("anemia due to severe bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant and intervention required), device dislocation (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), depression ("depression"), migraine ("migraines"), pain in extremity ("lower extremity pain"), toothache ("tooth pain") and visual impairment ("vision problems"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2018). At the time of the report, the genital haemorrhage, device dislocation, haemorrhagic anaemia, dysmenorrhoea, abdominal pain, dyspareunia, vaginal discharge, weight fluctuation, fatigue, depression, migraine, pain in extremity, toothache and visual impairment outcome was unknown. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, migraine, pain in extremity, toothache, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented on (B)(6) 2018 patient underwent hysterectomy with bilateral salpingectomy to remove essure devices. During removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2015: full occlusion of fallopian tubes during removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("imaging confirmed right essure coil had migrated into plaintiff's pelvis"), genital haemorrhage ("severe abnormal bleeding") and haemorrhagic anaemia ("anemia due to severe bleeding / anemia") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and human papilloma virus test positive. Current weight 132 lbs. *during removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Previously administered products included for birth control: mirena from 2011 to (B)(6) 2014. Concomitant products included docusate sodium (colace) from (B)(6) 2015 and medroxyprogesterone acetate (provera)(B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular menstruation"). In (B)(6) 2014, the patient experienced mass ("rashes or skin conditions: bumps"), headache ("migraines / headaches") and constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain in both sides of pelvis"), abdominal pain ("severe abdominal pain, occasional intermittent mild colicky right sided abdominal pain that is self limited") and pain in extremity ("lower extremity pain"), 3 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstruation pain"). On (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / yellow vaginal discharge/ vaginal discharge foul smelling") and bacterial vaginosis ("infection: bacterial vaginosis"). In (B)(6) 2015, the patient experienced ovarian cyst ("cyst of left ovary"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse / feels pelvic pain with intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), depression ("depression, little"), migraine ("migraines"), toothache ("tooth pain"), vision blurred ("vision problems:blurry when reading"), cervical polyp ("abnormal cervical mass"), decreased interest ("little interest or pleasure in doing things") and abdominal pain lower ("lower abdominal pain"). The patient was treated with copper sulfate;ferrous sulfate;manganese sulfate (ferrous sulphate co), metronidazole (metrogel), oral contraceptive nos, paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2018 and full hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, haemorrhagic anaemia, abdominal pain, dyspareunia, weight fluctuation, fatigue, depression, pain in extremity, toothache, vision blurred, menorrhagia, bacterial vaginosis, mass, ovarian cyst, cervical polyp, vaginal infection, decreased interest, abdominal pain lower and menstruation irregular outcome was unknown and the dysmenorrhoea, vaginal discharge, migraine, vaginal haemorrhage, headache and constipation had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, cervical polyp, constipation, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, mass, menorrhagia, menstruation irregular, migraine, ovarian cyst, pain in extremity, pelvic pain, toothache, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent hysterectomy with bilateral salpingectomy to remove essure devices. During removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: bacterial vaginosis, irregular menstruation, acute vaginitis, abnormal vaginal bleeding, cyst of left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, bumps, migraines, headaches, constipation, abnormal cervical mass, cyst of left ovary, pelvic pain in both sides of pelvis, acute vaginitis, little interest or pleasure in doing things, lower abdominal pain, irregular menstruation. Pt updated for vision problem to blurry when reading. Concomitant, historical drug, treatment drug was added. Date of removal, product indication was added. Patient's demographics was added. Updated onset date, updated outcome of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding"), device dislocation ("imaging confirmed right essure coil had migrated into plaintiff's pelvis") and haemorrhagic anaemia ("anemia due to severe bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), depression ("depression"), migraine ("migraines"), pain in extremity ("lower extremity pain"), toothache ("tooth pain") and visual impairment ("vision problems"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2018). At the time of the report, the genital haemorrhage, device dislocation, haemorrhagic anaemia, dysmenorrhoea, abdominal pain, dyspareunia, vaginal discharge, weight fluctuation, fatigue, depression, migraine, pain in extremity, toothache and visual impairment outcome was unknown. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, migraine, pain in extremity, toothache, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent hysterectomy with bilateral salpingectomy to remove essure devices. During removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes during removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("imaging confirmed right essure coil had migrated into plaintiff's pelvis"), device breakage ("there weren't any fragments left - the first time there were"), genital haemorrhage ("severe abnormal bleeding") and haemorrhagic anaemia ("anemia due to severe bleeding / anemia") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and human papilloma virus test positive. Current weight 132 lbs. *during removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Previously administered products included for birth control: mirena from 2011 to (B)(6) 2014. Concurrent conditions included fibroma. Concomitant products included docusate sodium (colace) from (B)(6) 2015 to (B)(6) 2015 and medroxyprogesterone acetate (provera) (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular menstruation"). In (B)(6) 2014, the patient experienced skin disorder ("rashes or skin conditions: bumps"), headache ("migraines / headaches") and constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain in both sides of pelvis"), abdominal pain ("severe abdominal pain, occasional intermittent mild colicky right sided abdominal pain that is self limited") and pain in extremity ("lower extremity pain"), 3 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstruation pain"). On (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / yellow vaginal discharge/ vaginal discharge foul smelling") and bacterial vaginosis ("infection: bacterial vaginosis"). In (B)(6) 2015, the patient experienced ovarian cyst ("cyst of left ovary"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse / feels pelvic pain with intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), depression ("depression, little"), migraine ("migraines"), toothache ("tooth pain"), vision blurred ("vision problems:blurry when reading"), cervical polyp ("abnormal cervical mass"), decreased interest ("little interest or pleasure in doing things") and abdominal pain lower ("lower abdominal pain"). The patient was treated with copper sulfate;ferrous sulfate;manganese sulfate (ferrous sulphate co), metronidazole (metrogel), oral contraceptive nos, paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2018, full hysterectomy with salpingectomy (bilateral removal of fallopian tubes and full hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, haemorrhagic anaemia, abdominal pain, dyspareunia, weight fluctuation, fatigue, depression, pain in extremity, toothache, vision blurred, menorrhagia, bacterial vaginosis, skin disorder, ovarian cyst, cervical polyp, vaginal infection, decreased interest, abdominal pain lower and menstruation irregular outcome was unknown and the dysmenorrhoea, vaginal discharge, migraine, vaginal haemorrhage, headache and constipation had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, cervical polyp, constipation, decreased interest, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pain in extremity, pelvic pain, skin disorder, toothache, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2018 patient underwent hysterectomy with bilateral salpingectomy to remove essure devices. During removal surgery, the left essure coil was removed, the right essure coil was not located in the fallopian tube and could not be located visually during surgery. Imaging following surgery confirmed that patient's right essure coil had migrated into her pelvis. Per social media: they had done x-ray before and after this latest surgery and her doctor told her there weren't any fragments left - the first time they were. However second time they got rid of all of them. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: bacterial vaginosis, irregular menstruation, acute vaginitis, abnormal vaginal bleeding, cyst of left ovary. The following ones were described in patients social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2018: reporter information was added. Per social media event: there weren't any fragments left - the first time there were was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.